Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time intermittently became incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. Customer declined further assistance from tandem technical support.